Event description:
Patient received large amount of inappropriate therapies. As such, the lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Analysis confirmed the unanticipated therapy delivery in the laboratory. The reported problem was due to a fractured sensing coil close to the crimp sleeve to the connector ring . This was a result of fatigue and the cause of the intermittent open circuit.

Event description:
The lay user/patient contacted lifescan alleging the meter has a line through display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.